Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 145 mg/dl at the time of incident. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window.